Event description:
It was reported that the 9800 system was giving a recharge voltage error. No pt involvement because the incident occurred prior to a case.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep could not draw a conclusion because the system was in use each time he went to determine cause of problem.